Event description:
Patient presented at surgeon's office with post-op tibial pain and implants feeling as though they are 'backing out". Surgeon described the x-ray as the implants looked like two horns had formed. Surgeon performs double bundle technique and routinely uses two calaxo screws in the tibia. It is not known at this time if the pt has had follow-up surgery for debridement. Original surgery was 2007.

Manufacturer narrative:
Product recall initiated 08/21/2007.